Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: several photos and two stapled together plastic bags with 50 loose 1ml s/t syringes were received. The samples were visually evaluated. One bag contained two syringes with no lot# reported. The two syringes were observed to have excess amount of silicone pooling in the fluid path. One bag contained 48 samples and was labeled with lot# 0115337. All syringes were observed to have a normal and expected amount of silicone presence. No pooling or excess of silicone was found in these samples. Potential root cause for the excess silicone defect is associated with the assembly process. The excess silicone is likely related to the silicone gun malfunction which was detected and corrected during manufacturing process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: material no.: 301025 batch , no.: 0115337 & 0264897. It was reported that syringes are contaminated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0115337, medical device expiration date: 2025-03-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0264897, medical device expiration date: 2025-08-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: material no.: 301025, batch no.: 0115337 & 0264897. It was reported that syringes are contaminated.